Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "patient was intubated in op with stylet and silicone lubricant. Patient join ICU and met a repetitive disconnection of the ett connector. User replace the connector by another one (fabricant unknown) and solve the issue". No injury, harm, or desaturation reported. Patient condition reported as "fine".